Event description:
Internal defibrillator replacement with defibrillator threshold testing was done (B)(6) 2010, related to malfunction of st jude atlas vr defibrillator. Defibrillator was implanted in 2006, in (B)(6) -per history-. Pt presented (B)(6) 2010, for ICD check and defibrillator was not able to be interrogated. Re-presented to office for ICD eval and again, interrogation of device was unsuccessful. A rep from the ICD MFR was contacted and attempted to interrogate the device without success. Pt denies any exposure to strong magnets, electrical interference, or MRI exam. Replacement of device done as device had either reached end of life -unlikely as battery voltage in (B)(6) 2010, was 3.15 and eri was 2.45, impedances were 405 ohms, r wave was 10 millivolts, capture thresholds were 0.75 volts- or was malfunctioning. MFR rep was informed: (B)(4). Dates of use: (B)(6) 2006 - (B)(6) 2010. Diagnosis or reason for use: non-ischemic dilated cardiomyopathy.